Manufacturer narrative:
Actuator box and cover. Investigation determined that the box and cover were bent inhibiting the manual CPR release from functioning properly.

Event description:
It was reported that the beds have a broken fowler component. No adverse consequences were reported.